Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. The complaint could not be confirmed and the root cause is undetermined.

Event description:
It was reported that insyte autog bc blu 22ga x 1.0in blood control feature was not working. The following information was provided by the initial reporter: material no: 382523. Batch no: 0279663 and 0169672.   It was reported that the device did not hold the blood back until it was hooked up to the IV. This happened 5 times in the last few days.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-02-17. Investigation summary: our quality engineer inspected the samples submitted for evaluation. Bd received four unopened units, two from lot 0279663 and two from lot 0169672. All four units were tested for leakage beyond the septum and inspected for damage to the septum. Prior to testing, units were inspected for the actuator being pushed through the septum. No defects were found. The units were tested for leakage beyond the septum. No leakage was observed. The units were dissected to microscopically inspect the septums. No damage or tearing of the septums was observed. Since all units were found to be within specification, bd was unable to confirm the reported defect. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that insyte autog bc blu 22ga x 1.0in blood control feature was not working. The following information was provided by the initial reporter: material no: 382523, batch no: 0279663 and 0169672   it was reported that the device did not hold the blood back until it was hooked up to the IV. This happened 5 times in the last few days.

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0279663, medical device expiration date: 2023-09-30, device manufacture date: (B)(6) 2020. Medical device lot #: 0169672, medical device expiration date: 2023-05-31, device manufacture date: (B)(6) 2020. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that insyte autog bc blu 22ga x 1.0in blood control feature was not working. The following information was provided by the initial reporter: material no: 382523, batch no: 0279663 and 0169672.   It was reported that the device did not hold the blood back until it was hooked up to the IV. This happened 5 times in the last few days.